Event description:
As reported: "the product was thrown away in the trash because the reamer head piece 14mm (200046001) was broken off on the reamer rod (200089). The wrench slid a little bit and broke the medial mal or distal tibia and we had to fix the distal tibia with orif with a medial mal plate. The product was thrown away in the trash because the reamer head piece 14mm (200046001) was broken off on the reamer rod (200089). The wrench slid a little bit and broke the medial mal or distal tibia and we had to fix the distal tibia with orif with a medial mal plate".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.